Event description:
Olympus was informed that during a diagnostic colonoscopy, fluid came out of the auxiliary channel of the distal end of the endoscope and into the pt's colon. The fluid was identified as enzymatic cleaner. There was no pt injury reported. The pt is doing fine. Olympus followed up with the reporter to obtain add'l info and was informed that the colonoscope was manually soaked with mckesson multi-enzymatic cleanser, and then reprocessed in the automated endoscope reprocessor (aer). However the auxiliary water channel was not connected to the aer, hence it was not flushed. The user facility has taken corrective action and now tests and flushes the auxiliary water port prior to a procedure.

Manufacturer narrative:
The device was not returned to olympus for eval. However, the user facility's reprocessing practices could not be ruled out as a contributory factor to the reported event.